Event description:
The patient had the kangaroo nasogastric tube placed as per manufacturer's guidelines. Placement was confirmed. Guide wire was very difficult to remove. Provider had to pull extremely hard to remove the guide wire. This has been happening with this product. The patient was not harmed. Manufacturer response for nasogastric tube, kangaroo (per site reporter): awaiting follow up.